Event description:
It was reported that during the pulse field ablation (pfa) procedure to treat atrial fibrillation and atrial flutter, the faradrive steerable sheath clear, was selected for use. It has been mentioned that the faradrive was used successfully for transeptal and pulmonary vein isolation. Post mapping was done with the pentaray catheter and then pulled into the right heart to do a cavo tricuspid isthmus (cti) line. When putting the farawave catheter back in, the generation of bubbles in the faradrive sheath was noticed. Aspiration was completed yet no improvement. The procedure was completed successfully by using a different device but the same model. No patient complications have been reported. The product is not expected to be returned as it was disposed. It was further reported that the versacrossconnect, pentaray and farawave were inside the sheath prior to, and or at the time, the air was observed. A pressure bag was used for the irrigation of sheath. Excessive bubbles were observed in the aspiration syringe. The guidewire was just at the tip when the farawave was inserted into the sheath. No other issue has been reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.